Event description:
It was reported that the door on won't stay closed. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The product device was received for evaluation visual and functional testing were performed. Visual inspection found device air detector mount block assembly damage. Functional testing found door did not stay closed. The root cause of the reported issue was found to be damage mount block assembly. Replaced mount block assembly, float switch, fan guard, drain valve, filter holder assembly, pole gasket, left door mount, right door mount and label set. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).